Event description:
Customer stated that both gearboxes are leaking and they keep getting louder. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. However, a quote for the RMA has been provided (B)(4). Model tdxsi-2, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1154294 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; both gear boxes are making loud noises. The customer also alleges there is oil leaking from the gear boxes. The gear boxes are to be returned to invacare for an inspection and evaluation. There is a potential for slipping and falling injuries.